Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-04304 / 04305).

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2009. Legal counsel for patient reported patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, and loss of range of motion. There has been no reported revision procedure to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2009. Legal counsel for patient reported patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, and loss of range of motion. There has been no reported revision procedure to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from operative report noted patient underwent a left total hip arthroplasty on (B)(6) 2012. Operative report further noted patient underwent a right hip revision procedure on (B)(6) 2014 due to pain. During the revision procedure, fluid, inflammatory tissue and metallosis were noted. The modular head, acetabular cup and taper adapter were removed and replaced. There had been no reported left hip revision procedure to date.